Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was involved in an incident back on (B)(6) 2015 where a patient had expired (coded).

Manufacturer narrative:
The customer wants to get diagnostic report (drpt) to see what alarm occurred during an incident that happened over 6 months ago on (B)(6) 2015. The customer stated that the department has just now become aware that the incident even occurred. They called to see if they could download the drpt to see what exactly the unit alarmed for at that time. However, customer stated that the unit was placed back into service right after the incident as they were not aware that it was involved in an incident, and has been in service since then with no issues. The product support engineer (pse) advised the customer that any relevant codes are now long gone as the unit has a rolling error code log that would have overwritten the relevant codes many months ago. The customer advised that they are not stating that the unit was the cause of the incident at all, they are simply wanting to know what the unit alarmed for at the time. Per the customer the v60 was not the cause of the patient¿s death. The unit been in use on patient several times. No issue with the unit. The customer just trying to find out how to download the diagnostic log. The customer states that since too much time had passed and the v60 was used on multiple patients afterwards. The data had already been deleted from the machine. No further information provided.